Event description:
It was reported that after performing bilateral internal iliac artery occlusions with percutaneously placed balloons procedure for emergent hysterectomy, arteriotomy closure of the right common femoral artery was achieved uneventfully, with no bleeding, and described as dry as a bone, with a starclose se device. Reportedly, twenty-four hours later, the patient developed numbness, and lack of pulse of the right lower extremity. Although motor and sensations were intact, no pulses were evident, even up to the level of the common femoral artery. The films from the previous procedure did not reveal any etiology of the ischemia. During emergent exploratory surgery, a transverse incision was made over the common femoral artery (cfa) and a dissected down to the cfa. This was dissected free proximally and distally up to the inguinal ligament proximally and distally for a length of approximately 4cm. After infusing 5000 units of heparin and waiting three minutes, a transverse arteriotomy was created with back bleeding found. Bleeding via a posterior branch what was felt to be the profunda, it was than realized that the arteriotomy was actually on the superficial femoral artery (sfa). However, there was no thrombus within the vessel and back bleeding of the sfa and profunda was good. In addition, a non-abbott 4f arterial embolectomy catheter was passed proximally with no return of thrombus. An angiogram performed through an 8f sheath revealed that the aortic bifurcation and bilateral iliac arteries were widely patent. A filling defect thought to be intimal flaps at the distal external iliac artery was identified that was treated under fluoroscopic guidance with a non-abbott stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. However, a completion angiogram did not show flow distal to this nor was there a good pulse at this level. The non-abbott 4f arterial embolectomy catheter was passed again under fluoroscopic guidance with contrast within the balloon itself that revealed some thrombus as well as some at the intima. The arteriotomy was proximally extended which revealed a large burden of thrombus at the area just distal to the stent. Within the thrombus, the starclose se device clip was connected to the intima on the posterior aspect of the vessel. Once the intima was destructive, the decision was made to perform endarterectomy at this level and all obvious debris was removed. The artery was irrigated with heparinized saline solution. After this was performed, there was found to be very good inflow from both the superficial femoral and profunda arteries. The stent was evident within the arteriotomy at the proximal extent of the arteriotomy, which was grasped and removed with a hemostat. Once again, the inflow was found to be excellent. The vessel was repaired with a vein patch; the wound was irrigated, suctioned until dry, checked for hemostasis, which was achieved. The patient disposition at discharge was stable, with dorsalis pedis and posteriortibial palpiable pulses in the right lower extremity. The patient tolerated the procedure well without any complications. The physician was reported to be trained in the use of the starclose se device. There were no reported adverse patient sequelae. Though requested, no additional information was provided. The device was not returned for investigation. Without the device to examine, no determination can be made as to the contributing factors to the reported discrepancy. The return of the device may have aided the investigation in determining a cause for the product experience. Symptoms such as numbness and diminished pulses of lower extremity can be caused by a dislodged or dislocated clip that may have restricted blood flow in the artery. This may have been due to a number of factors including, but not limited to, manufacturing, an inadequate nick and spread, improper seating of the clip delivery tubeset on top of the access site, not maintaining downward pressure during clip deployment, the stability of the device while depressing the deployment button, incorrect angle of the device during clip deployment, and retraction of the device during clip deployment, can potentially cause the experienced event. This may have been a contributing factor to this event, but could not be confirmed. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Based on the information available, and the inspection there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.